Event description:
It was reported that the burr became stuck in the wire. The target lesion was located in the calcified left anterior descending artery. A 1.50mm rotalink plus and a rotawire were selected for use. During procedure, while advancing the burr, it was noted that the rotawire pulled back into the burr and became stuck. The devices were removed from the patient's body and the procedure was completed with a new rotaburr and rotawire. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The wire was received inside the burr catheter and able to be removed with resistance due to kinks in wire. Visual inspection revealed that the wire was unable to be removed from the burr catheter. There were numerous kinks in the proximal end of the wire. Dimensional inspection revealed the components were within specification except the spring tip/distal section was missing.

Event description:
It was reported that the burr became stuck in the wire. The target lesion was located in the calcified left anterior descending artery. A 1.50mm rotalink plus and a rotawire were selected for use. During procedure, while advancing the burr, it was noted that the rotawire pulled back into the burr and became stuck. The devices were removed from the patient's body and the procedure was completed with a new rotaburr and rotawire. No patient complications were reported.